Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for spinal pain indications. It was reported that the battery site was uncomfortable as it rubbed on the patient's belt line. The patient's pants contributed to the issue. A pocket revision was done to move the ins lower. The issue was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.